Event description:
It was reported by a patient that she has been considered to possibly be having "skip beats" /arrhythmia, for the past few years, but has not been confirmed on 30 day holter monitoring. Revision surgery occurred due to high lead impedance (previously reported in MFR report#1644487-2018-00225). The hospital would not return the explants to the manufacturer. Additional relevant information has not been received to-date.

Event description:
Follow-up from the treating neurologist provided they did not know if the arrhythmia was related to vns.